Manufacturer narrative:
This product is not expected for return. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. It was noted that most of the areas in which physician tested the lead did not return satisfactory electrical measurements and after several times extending/retracting the helix it ceased to function. The lead was extracted and an alternate used to complete the procedure. No adverse patient effects were reported.